Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded. There was blood and contrast in the inflation lumen. There was a tear in the balloon material 5 mm from the proximal markerband. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous left anterior descending artery containing hard calcification. Following pre-dilation, a 2.00 mm x 15 mm maverick²¿balloon catheter was advanced for dilation. However, during inflation, at 6 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous left anterior descending artery containing hard calcification. Following pre-dilation, a 2.00 mm x 15 mm maverick²¿balloon catheter was advanced for dilation. However, during inflation, at 6 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.